Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 18 mmol/l with increased thirst and ¿feeling hot¿ related to an air bubbles / leak issue on the cartridge. The reporter indicated that there were no noted structural issues with the cartridge and confirmed that the cartridge was filled appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported blood glucose value does not meet animas criteria for an adverse event.